Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. The atrial lead was found to have noise which lead to several automatic mode switch (ams) episodes. Physician performed isometrics with the patient and was able to recreate noise. The physician elected to not make any changes to the lead at this time. The patient was in stable condition.